Manufacturer narrative:
The manufacturing process of this lead was reviewed. All manufacturing steps had been carried out correctly. The production documents did not show any anomalies. The iegms contained in the data showed, as mentioned in the complaint text, noise artifacts in the right ventricular channel, which led to vf detection. However, it was not possible to determine the cause of the clinical complaint despite the available information since this would require an examination of the lead itself. If additional relevant information or the device itself should become available, the incident will be updated accordingly.

Event description:
Ous MDR. It was reported that 55 months after the implantation oversensing was observed which was reproducible by manipulation of the shoulder area. Due to a total occlusion of the vessel the lead was reportedly capped and remained in the patient.